Event description:
The unit was returned to a covidien service center as a back to stock unit. Upon triage, a service tech found that the power cord is burned near the strain relief and there are signs of external burns.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results be forwarded.